Event description:
The pt was treated with a cook endoprosthesis for an aorta - iliac aneurysm (right side). And avanta v12 was required for the hyprogastric vessel patency. After the access, the physician introduced the device inside the introducer. He reported he felt a slight friction during this maneuver and saw on the image that only the balloon of the device was out of the introducer while the covered stent was still inside it. This event made it necessary the retraction of the device and the introducer replacement with a 10fr one, compatible with fluency bard that was afterward used in the hypogastric vessel.

Manufacturer narrative:
Device received on (B)(4) 2012 and is currently being evaluated.